Event description:
Concern for fever during hospital admission on 7/4 - cultures, and work up sent for rule out sepsis. Echocardiogram found vegetations of the pulmonary valved conduit in the setting of fever and elevated inflammatory markers. Blood culture obtained prior to initiation of antibiotics is ngtd(negative to date / no growth to date). Repeat cultures pretreated are ngtd cfdna testing (karius) was negative. Patient clinically improved on antibiotic regimen. This is consistent with culture negative and karius negative endocarditis improving on cefepime and vancomycin.